Event description:
It was reported that the pacemaker and the (non-sorin) leads were explanted due to an infection. Preliminary analysis showed that the subject pacemaker was sterilized and released according to applicable standard operating procedures.

Event description:
It was reported that the pacemaker and the (non-sorin) leads were explanted due to an infection. Preliminary analysis showed that the subject pacemaker was sterilized and released according to applicable standard operating procedures.